Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was not turned on.. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device did not turn on. A field service engineer discovered that the internal pyxibus cable had been frayed and was shorting against the frame of drawer 1. The fse applied insulation tape to the sharp edge of the frame of drawer 1 and replaced the internal pyxibus cable. The machine was powered on and worked great. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not turned on. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that damage to the assy cbl pyxibus 7 drawer with exposed copper strands caused thermal damage, disrupting power delivery and preventing the station from turning on. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer. Correction: section d unique identifier (UDI) and medical device model and initial reporter facility name. The reported condition of not turning on was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that arrived and found the station powered off and unable to turn on. The fse determined that the internal pyxibus cable had been frayed and was shorting against the frame of drawer 1. Insulation tape was applied to the sharp edge of the drawer 1 frame, and the internal pyxibus cable was replaced. The machine now powers on and operates correctly. The customer logged in and confirmed that everything was working properly with no issues observed. During dchu visual inspection: pn 121085-01: the unit was received with localized thermal damage on the cable, characterized by melt through, exposed copper strands, and burn marks. During dchu testing: pn 121085-01: no testing was required due to evidence of thermal damage, with exposed copper strands observed on the assy cbl pyxibus 7 drawer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). The root cause of the reported issue not turning on was due to damage to the assy cbl pyxibus 7 drawer (pn 121085-01), which showed signs of exposed copper strands that led to thermal damage and compromised its electrical integrity. This condition caused an interruption in power delivery, resulting in the station not turning on.